Manufacturer narrative:
Visual inspections were performed on the returned device. The reported separation and difficulty removing the device were confirmed. The reported deflation issue could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported deflation issue; however, the reported difficulty removing the device and separation appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the proximal right coronary artery. A 4.5x30mm non-abbott stent was implanted, and a 5x12mm nc trek balloon dilatation catheter (bdc) was used for post-dilatation. After inflation, the balloon only partially deflated. During removal, the bdc was difficult to remove as it faced resistance with an unspecified introducer sheath. The sheath had an unspecified deformation, and the bdc shaft separated into two pieces. The devices and separated portion were removed together. A non-abbott compression device was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.